Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of total hip arthroplasty removing ceramic on ceramic liner and head. Ceramic liner was fractured and needed to be removed. The ceramic liner was replaced by mdm metal liner and with an universal ctaper sleeve and biolox delta head.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. The ceramic insert was fractured and not all the fragments were returned. There were no primary fracture surfaces and/or origins present and many of the surfaces were heavily damaged. A functional inspection was not performed as the event cannot be replicated. A material analysis has been performed and concluded that: the fractured ceramic insert was heavily damaged and missing many pieces, preventing evaluation of conditions at the fracture origin. No material or manufacturing defects were observed on the surfaces examined. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revision of total hip arthroplasty removing ceramic on ceramic liner and head. Ceramic liner was fractured and needed to be removed. The ceramic liner was replaced by mdm metal liner and with an universal ctaper sleeve and biolox delta head.